Manufacturer narrative:
Cracks developed in the axis of the arm. The cause of the crack is under investigation. A supplemental report will be submitted.

Event description:
When the service engineer visited the facility, he found an abnormality at the base of the arm. The service engineer asked the facility to stop using it. There was no death or injury associated with the event.